Event description:
Additional information was received from the physician's office. The relationship of the patient's increased seizures to vns was reported to be related to the patient's intractable epilepsy and decreased vns stimulation. The nurse reported that they are unable to assess the relationship of the increased seizures to pre-vns baseline levels. As such, the patient has been referred for generator replacement. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
The initial report inadvertently reported the date of birth incorrectly.

Event description:
Clinic notes dated (B)(6) 2012, were received for the patient's generator replacement surgery which revealed that the patient has "frequent" seizures, but more detailed information regarding the patient's seizure frequency was not provided. The notes did indicate that the patient is okay for surgery. Although surgery is likely, it has still not occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #3 inadvertently did not include this information.

Event description:
The company representative reported that the generator was unable to be interrogated on the date of replacement surgery due to end of service, as confirmed by product analysis.

Event description:
Clinic notes dated (B)(6) 2012 were received for a vns patient's upcoming generator replacement surgery. The notes revealed that the patient's caregiver reported that the "vns is not working as well." The notes state that the battery was "low" on this office visit. The patient's baseline generalized tonic-clonic seizure frequency is two seizures every two months. However, the patient's seizure frequency around this time was reported to be about ten seizures every six months. The relationship of the patient's seizure frequency to pre-vns seizure frequency is unclear. Follow up with the physician's office revealed that the patient is being referred for generator replacement surgery due to the generator being at end of service. However, no additional information was provided. Although surgery is likely, it has not occurred to date.

Event description:
The patient had generator replacement surgery on (B)(6) 2012, due to battery depletion with eri=yes. The generator was returned for product analysis, and the reported end of service was confirmed. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The reported failure to program allegation was duplicated in the pa lab and determined to be the result of normal battery depletion. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found with the generator.